Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the nurse reported that the snare would not close onto the wire. The problem occurred inside the patient. The catheter was reported to be kinked. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2011 the investigation was completed the findings showed there was a tear in the sheath. This event is now deemed reportable.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath. Approximately 2.5 cm of the outer sheath adjacent to the strain relief was found to be torn. A functional evaluation was performed by extending and retracting the snare loop without issue. The loop extended fully out of the sheath. It remains unknown if the defect occurred due to customer handling/prep of the device or procedural factors. Because the problem was noticed during the procedure inside the patient, therefore the most probable root cause is operational context a review of the device history record was performed for lot 14240447 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14240447.